Event description:
On (B)(6) 2012, the reporter called animas alleging that for the past week, the pump has powered off four to five times per day. It was reported that when the patient attempts to deliver a bolus, she has found the pump has no power. The pump reportedly powers back on when the battery is removed and then put back in again. The reporter stated that the battery cap is being secured properly and that replacement of the battery and the battery cap has not helped. The reporter stated that there have been no replace battery or low battery alarms and energizer lithium batteries are used in the pump. The reporter confirmed that there are no visible cracks in the case and no evidence of moisture or corrosion in the battery compartment. The reporter additionally stated that there have been multiple occlusion issues, and thought that the occlusion alarms may be taking priority over battery alarms. The reporter declined to participate in troubleshooting the pump for the reported power issue. There is no patient impact associated with this complaint. This complaint is being reported because the power issue remained unresolved at the conclusion of the call.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.